Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after lunch and following a supply change, with a reported glucose value of 407 mg/dl and a stable trend; the user acknowledged eating a larger-than-usual meal but entering a typical meal announcement, and technical troubleshooting identified a potential infusion delivery issue addressed by performing an infusion-site-only supply change with verification of insulin flow and placement of a new contact detach at a new site. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued monitoring with user education on supply change and site selection. Investigation included remote troubleshooting, verification of insulin delivery through tubing fill and visual confirmation of insulin flow, and guidance to move the infusion site to avoid scar tissue. Investigation of this case revealed no device malfunction observed during troubleshooting, with findings consistent with infusion site or set-related delivery issues and potential underestimation of meal size. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.